Event description:
During implant, it was not possible to tighten the lead in the device. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event was due to foreign material found in the bore.